Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. For investigation therefore, a physical examination could not be performed. Based on the report, when the shockwave therapy was being delivered, the balloon pump was 'sensing' each energy delivery as an r wave and timing the balloon deflation from this. The consequence of this was that the patient was losing mechanical support while the shockwave balloon was inflated which really is an important time to be improving flow to the coronaries and effectively reducing afterload. The patient was reported to have tolerated the procedure and no clinical sequelae occurred. Shockwave medical, inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed.

Event description:
Reportedly, the physician was doing a high-risk angioplasty and the patient required balloon pump support for the procedure. During the case, when the shockwave therapy was being delivered, the balloon pump was 'sensing' each energy delivery as an r wave and timing the balloon deflation from this. The consequence of this was that the patient was losing mechanical support while the shockwave balloon was inflated which really is an important time to be improving flow to the coronaries and effectively reducing afterload. This report is being submitted out of an abundance of caution. There were no patient sequelae as a result of this event.